Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was reported to deplete prematurely due to high output. Battery status showed less than 3 months remaining, 4 months ago showing 6 months remaining. Boston scientific technical services (ts) discussed that high outputs were caused by patient condition. This crt-p remains in service. No adverse patient effects were reported.